Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region. The cause of external insulation abrasion was consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.